Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the closurefast catheter along with rfg3 generator during procedure to treat 1 segment of the anterior accessory great saphenous vein(aagsv).tumescent infiltration was utilized. Local anaesthesia and transducer compression were used. The lumen was flushed prior to use and IFU was followed. The proper temperature was reached. It was reported that there was an issue with the catheter temperature thermocouple. The coil unraveled and melted. The fep layer melted. The coil was exposed. Power output remained too high. Two cycles were delivered. There were no issues with insertion or withdrawal and no error codes displayed. The vein did not close. A new device was used to complete the procedure. The vein was closed using second catheter. No error message shown on generator. No patient injury reported.

Manufacturer narrative:
Corrected section d(4), incorrect lot number initially reported. Product analysis: the clf was returned for evaluation. Lot:211090309 was identified on product label consistent with reported event. No ancillary devices, images or procedure notes were returned for evaluation. No issues identified in the catheter connector and no kinks were noted along the catheter shaft. The fep layer that surrounds the heating element/coil was observed to consist of bubbling/melted/burnt along the proximal length of the heating element/coil. A bend was also noted at the effected middle section of the element/coil. Microscopic examination revealed that the fep layer had resulted in bubbling/melting/burnt which is consistent with over exposure to heat. The black substance is mostly likely dried blood. There were sections of exposed coil observed which is consistent with the device overheating causing the fep layer to melt resulting in exposed coil. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods and acceptance criteria. All 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.